Manufacturer narrative:
(B)(4)additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that one (1) basal/bolus infusor was observed leaking after filling. According to the report, the device was filled with bupivacaine hydrochloride and the leakage was observed around the luer lock connection. The blue winged cap was fastened. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: one used unit was received by baxter for evaluation. To verify the reported condition, a leak test was performed by refilling the device with colored water. After filling, a leak was detected at the infusor's patient control module (pcm) luer. No other source of leak was found on the device. Examination of the infusor's pcm luer revealed the cause of leak to be an over-molding issue. The inner surface of the luer has a small over-molded area that caused the leak. Baxter will continue to monitor similar reports to determine if further actions are required.